Event description:
It was reported that motor rate error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top of case was chipped and cracked. The left and right plunger cases were damaged. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, device was five years old. Actions taken to mitigate the reported issue: replaced chipped and cracked top of case. Replaced damaged left and right plunger cases. Performed functional test and occlusion test which device passed.